Event description:
Ous MDR - after an implantation time of about 73 months, oversensing with inappropriate shock deliveries was reported. No other negative impact on the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The analysis did not show any deviations from the technical specifications that could be related to the clinical complaint. The damage observed at the lead fragment is probably due to the explantation procedure. There were no indications of material defects or manufacturing errors for either the ICD or the lead.